Event description:
Complaint alleged that a clip came out of the applier closed and fell into the patient's abdominal cavity. The clip was visible and the surgeon was able to remove the clip with no medical intervention required. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the lack of defective product, it is not possible to determine the source of the defect reported. Manufacturer will continue to be monitoring trending of similar complaints.